Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed, and it was observed that the burr would not insert into the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to be abuse/misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hand piece "would not hold the bit/burr." The reporter was unable to determine the precise date of this event. The reporter indicated that information on the type of surgery, delay in surgery and/or patient injury was not available. A spare identical device was available at the facility. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.